Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarm, or blank display noted. The device had scratched screen, cracked display window corner, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump stopped functioning and got low battery alarm. The battery was changed and the display went blank. The blood glucose reading was 400mg/dl and treated with manual injection. The caller mentioned that her insulin pump shows signs of physical damage. She stated that last year she had a vehicle accident, but was not sure if it happened during the accident. Attempted to contact the customer twice and she confirmed having the accident. She was driving and the paramedics came and use the jaws to get her out of the vehicle; her sugar level was fine. The customer was taken to the hospital and released an hour later without being treated for her glucose level. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.